Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.